Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient had a right total knee arthroplasty to address osteoarthritis. Components including depuy patella were implanted during this procedure. On (B)(6) 2020, the patient had a revision right total knee arthroplasty to address worsening pain. The femoral component was noted to be well-fixed. The tibial tray was noted to be loose, with no interface provided. Depuy components were implanted during this surgery along with competitor cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed found nothing indicative of a device nonconformance or a relation with the reported adverse event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Attune litigation record received. Litigation record alleges pain, limitations, disability, mental anguish, disfigurement and loosening of the tibial component at an unknown interface. Unknown cement was used. Doi: (B)(6) 2019; dor: (B)(6) 2020; right knee.